Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the insulin pump alarmed an error. The customer's blood glucose was unknown. The alarm history could not be checked due to unresponsive keypad. The caller was advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with no button response due to flattened act button dome switch. Unable to perform the prime/a33, excessive no delivery alarm, displacement and a21 error alarm tests due to keypad anomaly. The insulin pump has minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.